Manufacturer narrative:
The evaluation of the customer¿s issue included a search for similar complaints, and review of the complaint text, trending data, labeling, and device history records. Trending review determined no trend for the issue for the product. Device history record review on lot 12236ui00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Return testing was not completed as returns were not available. In house testing of panels, which mimic patient samples, was completed using retained samples of the complaint lot 12236ui00. All specifications were met indicating that the lot is performing acceptably. Based on all available information no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported decreased architect thyroid stimulating hormone (tsh) assay results for an (B)(6) female patient. The customer provided sid (B)(6): initial = 0.085 miu/l, repeat = 0.247 miu/l (0.5 to 3.0 miu/l). There was no impact to patient management reported.